Event description:
It was reported that the pt developed a chronic abscess from banging his head against the wall. The pt¿s abscess was confirmed to be a hematoma and the pt developed an infection. The pt was treated with a heavy dose of antibiotics (type unk). The pt¿s parents reported that the pt does not benefit from the device. The pt¿s device was explanted. There are no plans to reimplant.